Event description:
A pt developed a corneal ulcer while using renu with moistureloc multi-purpose solution. In 2006, the pt had eye redness, light sensitivity, and achy pain. She self treated with unspecified otc drops and "vision ac", which didn't help - just burned. On three days later, she still had redness, achy pain, and itching but was not as light sensitive. The pt sought treatment from an optometrist and was immediately referred to an ophthalmologist. She was diagnosed with a right central corneal ulcer. The ulcer was .75mm in size and located in the mid-periphery. A culture was not performed to confirm whether the ulcer was infectious or not. She was prescribed erythromycin ophthalmic ointment tid and zymar 0.3% q15 minutes for 2 hours, then q1h while awake. She was advised to discontinue lens wear and to not put tap water in the eye. On the following day, at follow-up, her eye was red and sore but not photophobic. The dr's assessment was a corneal ulcer with modest improvement (less anterior chamber reaction). Her medications were continued at the same dosage. One day later, a follow-up, the pt felt much better. Her ulcer had modest improvement with less anterior camber reaction. She was advised to continue erythromycin tid and taper zymar to q2h for 2 days, the qid. The pt was advised to not wear contact lenses. The pt did not return for her follow-up appointment; therefore, the outcome is unknown.

Manufacturer narrative:
Chemical testing performed on the returned product was within specifications. Although this complaint is unrelated, bausch and lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of the investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.